Manufacturer narrative:
(B)(4). It was reported that the patient underwent anterior/posterior colporrhaphy and cystoscopy on (B)(6) 2011. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009. It was reported that following insertion the patient experienced infection, urinary/bowel problems, dyspareunia, neuromuscular problems, frequent urinary tract infection, and pelvic pain. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent posterior culdoplasty and cystoscopy.

Event description:
It was reported that the patient concurrently underwent posterior culdoplasty and cystoscopy.